Event description:
It was reported that during a ptca treatment procedure, the quantum maverick monorail 20/3.25 mm balloon ruptured at 12 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in the left anterior descending coronary artery which demonstrated average tortuousity. The quantum maverick monorial balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good'.